Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month

Event description:
It was reported that the ambicor penile prosthesis (app) was malfunctioning and was replaced. The device was replaced with an inflatable penile prosthesis (ipp). There were no patient complications.

Event description:
It was reported that the ambicor penile prosthesis (app) was malfunctioning and needs replacement. There were no patient complications.

Manufacturer narrative:
B3: date of event: unknown, used the first day of the aware month.